Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence, severe dysmenorrheal and hypermenorrhea. It was also reported that following insertion the patient experienced pain, urinary/bowel problems, dyspareunia, infection and vaginal scarring.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported the patient underwent diagnostic laparoscopic lysis of mild pelvic adhesions, fulguration of pelvic endometriosis, laparoscopic bilateral salpingo-oophorectomy on (B)(6) 2009 due to recurrent stage 1 pelvic endometriosis, severe pelvic pain, status of previous pelvic endometriosis, and mild pelvic adhesions. It was reported the patient underwent diagnostic laparoscopy, fulguration and resection of endometriosis, removal of staples and insertion of intercede on (B)(6) 2010 due to recurrent mild pelvic endometriosis, perisigmoid adhesions and severe left lower quadrant pain, status of a previous laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. (B)(4).